Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient was reportedly treated while being transported to the emergency room. The lifevest had been removed by the time the patient arrived at the hospital. Review of the download data indicates that the patient entered vf at 08:04:46 and the lifevest delivered one 150j shock at 08:05:21. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:36:10, the patient's rhythm transitioned to an idioventricular rhythm at 100 bpm and degraded to vf. The electrode belt was then disconnected at 08:36:27. The electrode belt disconnection interrupted the detection. No further monitoring was possible.